Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating there was no patient involved.

Manufacturer narrative:
This file is a duplicate of mfg # 2028159-2017-04011. There will be no further reports sent in for this file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a lamp needed to be changed on a system. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.